Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the customer booted up the system-1, "small roller pump: 2 fail" error was displayed on the home screen of central control monitor (ccm). The device was not changed out, as the customer rebooted the system and the message was gone. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00614, 1828100-2014-00618, 1828100-2014-00619. The customer experienced a different issue on initial start-up of four separate systems all on the same day, and around the same time. Per the subsidiary site, the customer turned on the system with battery mode. Therefore, it was not likely that the noise from wall outlet caused this complaint. Software data logs were rec'd by the manufacturer on (B)(4) 2014 for further evaluation.